Event description:
Boston scientific received info that this right atrial (ra) lead dislodged. The ra lead was extracted and replaced. To date, no adverse patient effects were reported with this procedure.